Event description:
It was reported that during the rectum surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device cdh29a lot number u40r8e and no non-conformances were identified. Manufacturing date: 11/24/2020 expiration date: 10/31/2025. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.